Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.8x26 rx graftmaster device is being filed under a separate manufacturing report number. The 2.8x16 rx graftmaster device referenced in b5 was filed under manufacturing report number 2024168-2016-03340.

Event description:
It was reported that on (B)(6) 2016, an attempt was made to cross through a heavily stented superficial femoral artery with an unspecified graftmaster, however, this graftmaster was unable to cross. After advancing a non-abbott guide wire, a 2.8x26 rx graftmaster was advanced over this wire to the mid to distal left peroneal artery and was deployed with a maximum pressure of 10 atmospheres, sealing the perforation/rupture. There was absence of flow beyond the ankle. The graftmaster delivery system was withdrawn and a 2.25x30 non-abbott balloon was advanced and dilatation was performed for an unspecified reason. There were no reported adverse patient sequelae. Two days later, thombus was discovered and thrombectomy was performed. Angiography revealed recurrent extravasation in the area of the peroneal artery where the 2.8x26 rx graftmaster had been placed on (B)(6) 2016. A 2.8x16mm rx graftmaster covered stent was implanted ((B)(6) 2016) and sealed a perforation in the distal peroneal vessel for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. Correction: product problem unchecked. (B)(4). Subsequent to the initial filed medwatch report, additional information received indicated that there was only one graftmaster used in this case (2.8x26). A 6.0x150 non-abbott covered stent was advanced, but initially failed to cross to the mid sfa perforation; not an unspecified graftmaster as initially reported; however, since the initial medwatch report has already been filed, it will remain reportable. Due to no complaint against this device an investigation will not be conducted.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: after the angioplasty, perforation with extravasation was noted in the mid superficial femoral artery (sfa), which prompted treatment with covered stenting as follows: a 6.0x150 non-abbott covered stent was advanced but initially failed to cross to the mid sfa perforation; not an unspecified graftmaster as initially reported. There was only one graftmaster used in this case (2.8x26). The 6.0x150 non-abbott stent was re-advanced and deployed. No additional information was provided.